Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected excessive no delivery alarm was noted. The insulin pump was received with a cracked case at a display window corner, broken reservoir tube lip, minor scratches on the display window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was over 400 mg/dl. Nothing further reported.